Event description:
Customer reported that a 6dct tracheostomy tube became stiff while in use on a pt. The customer claimed that the clinician experienced difficulty with extubation due to the alleged report. There was no pt harm reported.